Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. It was reported that device was inserted when using a 4f sheath. It should be noted that the electronic perclose prostyle instructions for use (eifu), states the device is indicated ¿for access sites in the common femoral artery using 5f to 21f sheaths." Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, the difficulties are related to the circumstances of the procedure. It is likely the sheath was inadvertently inserted inside the suture loop causing the damage and the entrapment. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery with a prostyle device using the pre-close technique via a 4fr sheath hole prior to an interventional electrophysiology (ep) procedure. The suture of one prostyle device was successfully pre-placed and the sheath was upsized to a 7fr sheath. Reportedly, post-procedure it was noted that the suture was caught on the adjacent sheath. The suture was cut to remove the sheath. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 1494 clarifier: indication for use.